Event description:
It was reported that cloudy bags were observed while being used with an em2400 valve set. This was observed during delivery in the pharmacy using an automated compounding device (acd). Zinc, sodium phosphate, and lipids were some ingredients being compounded. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing facility - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.